Event description:
The school reported that the user lost his ability to hear ling sounds with the right sided device. The parents also noted that the user had not been responding as well as he typically had been. The user was re-implanted on the (B)(6) 2020. This report refers to 9710014-2020-00442. For further information please refer to this report.